Event description:
Arrive clinical study; 538 days post index procedure, the patient expired. The index procedure treated one target lesion. Target lesion #1 was s de novo, mildly stenosed, mildly calcified, 99% stenosed region of the distal circumflex. The lesion was 2.75 mm in width, and 40 mm in length. The physician predilated the lesion prior to placing one taxus express2 2.5 x 16mm stent and one taxus express2 2.75 x 28 mm stent. Residual stenosis was 2% post procedure. The patient was discharged 5 days post proceure receiving aspirin and plavix. The site reported that the patient died on day 538 from metastatic brain cancer. In the opinion of the physician, there was no relationship between the taxus stent and the death. No autopsy was performed.